Manufacturer narrative:
Model number/catalog number: sc-2366-70; serial number: (B)(4); batch/lot number: (B)(4); model/catalog description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.